Manufacturer narrative:
Insulin pump was received with critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional testings including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to critical pump error (open book image).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that customer¿s insulin pump alarmed for critical pump error. Customer¿s blood glucose was 11.5mmol/l at time of incident. Customer advised to revert to back up plan. Insulin pump will be return for analysis.